Manufacturer narrative:
On 22-sep-2025, bwi received additional information about the manufacture date. The manufacture date (1-oct-2024) was updated in the g4 section. On (B)(6) 2025, the product investigation was completed as the complaint device had been discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000518 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. On 29-sep-2025, bwi received additional information regarding the event. The physician mentioned that the event was caused by his own technique, and not a fault of the device. There was no device malfunction. The patient did not experience a vessel perforation, because the guidewire was inside the vein, it is thought that it did not perforate the blood vessel but simply did not enter the vessel. Since two sheaths were already inserted, there was no space for the sheath to enter the vein (perhaps because the puncture site was extremely close), and when pushed with some resistance, it inadvertently entered tissue outside of the blood vessel. An intervention was necessary for the patient that consisted of suturing and compression hemostasis at the puncture site were carried out after the sheath was removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-aug-2025, bwi received additional information regarding the event. The physician's opinion on the cause of the adverse event was procedure related. Two sheaths were already inserted into the vein, and while the guidewire passed through the vein, the vizigo sheath did not enter the vessel and may have reached the inguinal ligament and abdominal cavity. Postoperatively, a CT (computed tomography) scan was performed under general anesthesia, which showed no significant hemorrhage or other issues, so the sheath was removed, and the patient was under follow-up observation. No reduction was reported. Suturing and compression hemostasis at the puncture site were carried out after the sheath was removed. The patient fully recovered, but required extended hospitalization for follow up observation. Other related form updates: a section. Bwi received information on the patient's gender, age, ethnicity, and race which has all been updated in section a of this supplemental report (50-year-old, male, asian patient). B2 selection for "hospitalization initial/prolonged" was marked. H section. Bwi has also determined that the newest information required updated coding in the h6 section. The following health effect impact codes have also been added: "hospitalization or prolonged hospitalization" (f08) and "surgical intervention" (f19). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the patient experienced vessel perforation. After puncturing the right femoral vein, the vizigo short was inserted along the wire; however, the sheath body deviated outside of the blood vessel. Since there was a risk of bleeding when retrieving the sheath, it was not used for the procedure, and the puncture was changed to the left femoral area. In the left femoral area, considering the operating conditions, a sheath from another company was used, and the procedure was completed. After the procedure, a CT (computed tomography) scan was performed to check the misplaced sheath. After confirming that there was no problem with its retrieval, the vizigo short was retrieved.